Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 535 mg/dl at the time of the incident. Current blood glucose level 176 mg/dl. Customer was treated with intravenous insulin drip (intravenous insulin infusion) in the hospital. Customer don't have any symptoms for high blood glucose. The customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer also stated that they were getting insulin flow block alarm. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.